Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit. Sample 1 initial result was 1.78 mmol/l and the repeat result was 2.40 mmol/l. Sample 2 initial result was 1.85 mmol/l and the repeat results were 2.31 mmol/l and 2.31 mmol/l. The questionable results were not reported outside of the laboratory as they did not agree with the previous results for the patients. The repeat results were believed to be correct.

Manufacturer narrative:
The reagent lot number was 787161. The expiration date was not provided. The field service engineer found the wash station suction was weak and there was a slight overflow of the cells. He repositioned the pipe above the vacuum bottle. The investigation determined the service actions resolved the issue. A general reagent issue was ruled out as the qc data was inconspicuous for the time of the event.